Event description:
It was reported while using bd phoenix¿ pmic/ID-107, a patient sample was incorrectly identified. There was no report of patient impact.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k131331. Investigation summary: this complaint is for misidentification when using phoenix panel pmic/ID-107 (catalog number 448607) batch number 3269790. The customer returned isolates but did not return phoenix generated lab reports or panels for the investigation. The customer returned isolates were verified on a bruker maldi biotyper and labeled as staphylococcus saprophyticus 4-1 and 4-3, and staphylococcus epidermidis 4-2. The customer noted that they were seeing misidentifications of aerococcus urinae as micrococcus lylae or staphylococcus capitis, and s. Saprophyticus as staphylococcus pasteuri, and s. Epidermidis as staphylococcus hominis. To investigate, two retention panels each of the complaint batch were tested using customer returned isolates s. Saprophyticus 4-1 and 4-1, and s. Epidermidis 4-2 on a phoenix m50 machine and evaluated for identification results. Then, one control panel each from the same material but different batch were inoculated with customer returned isolates s. Saprophyticus 4-1 and 4-1, and s. Epidermidis 4-2 on a phoenix m50 machine and evaluated for identification results. All nine panels identified their inoculated isolate correctly; therefore, this complaint is not confirmed for misidentification. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. This MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.